Manufacturer narrative:
Investigation: the sample evaluation was able to confirm the reported failure mode. The catheter was observed to be ripped and the coil was shown to be partially ripped out of the catheter. The complaint investigation was able to confirm the reported failure mode but no contributing factors were able to be identified as the parts involved in this incident are supplied parts and a lot number was not provided. Consequently, a probable root cause could not be identified for the manufacturing facility based on the investigation results.

Event description:
It was reported that breakage occurred at an unspecified time with a tray cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter, "epidural catheter broke."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. H a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred at an unspecified time with a tray cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter, "epidural catheter broke."